Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was that the patient no longer wanted to use the implant. No device malfunction was suspected.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg passed all the required tests and revealed no anomalies. Sc-8216-50 (sn (B)(4)) device evaluation indicated that the lead passed photographic imaging test performed. Damage to the lead was a result of a typical explant procedure and it was not considered a failure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.